Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit iab had been placed in the cath lab,and brought to the ICU . The pump displayed 'inaccurate numbers. The iab was a sensation plus 50cc catheter, and the bp was in the 40s/20s at the time. The bp cuff was much higher. They were able to switched balloon pumps and the issue was resolved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(B)(6) is a biomed engineer who called from his home after receiving a call from the ICU department staff. They informed him that an iab had been placed in the cath lab, brought to the ICU and the pump displayed 'inaccurate numbers". They switched the pump for another and this resolved the issue. (B)(6) had no further details but had no idea what could have been the problem and asked for my opinion. He provided the ICU number to gather further information about the event. (B)(6) will call the getinge service rep on monday for a possible service call. He had no further questions. A call was then made to the ICU and I spoke to one of the nurses present at the time of the event. She reports that the iab was a sensation plus 50cc catheter, and the bp was in the 40s/20s at the time. The bp cuff was much higher. They switched balloon pumps and the issue was resolved, so they felt that the pump needed service and this is when they called (B)(6). Information was gathered for a pump complaint and the call ended here." Fault not verified. No patient involvement.

Event description:
N/a.